Manufacturer narrative:
H3 the device was requested to be returned but will not be returned as it has been put back into rotation. Additionally, customer confirmed there was no patient injury as a result of this incident. A review of the complaint database did not reveal any similar events against this issue in the past two years. Therefore, it appears this complaint was an isolated event, the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Never jerk or pull on the cord to remove the sensor cord plug. Doing so will damage cord wires of fall monitor. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4) h3 other text : product not returned.

Event description:
Customer reported we had an incident where a patient was sitting in the chair with the chair sensor pad underneath and connected appropriately to the chair alarm box as indicated by the green light. The patient went to bend over to pick something up in which the chair alarm activated appropriately. However, the patient somehow got up out of the chair without the chair alarm alarming and when staff went into the room to perform their hourly check, the chair alarm box had an orange flashing light on the box. Now, in reviewing the quick start guide, there is not an orange light but rather a yellow light that indicates sensor will begin monitoring once pressure is applied. Curious if this is a potential malfunction of the chair alarm or what are your thoughts on what might have occurred. No serial number determined, sensor pad (B)(6) also reported.